Event description:
Lump, upper right arm. Lymph node with pronounced foreign body reaction. Comment: there is a pronounced foreign body reaction with numerous acicular clefts, but do not polarize. Microscopic: sections show a lymph node which is almost totally replaced by a pronounced foreign body reaction with numerous acicular clefts & golden yellow pigment. There are numerous multinucleated giant cells. The clefts do not polarize.